Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that after the catheter was implanted in the pt for 3 weeks, the catheter suddenly dropped out of the pt's body. The surgeon inserted a new catheter. No pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.